Event description:
It was reported that a 13-year-old normothermia patient was placed on the arctic sun device. The target temperature was 36.5c. Nurse reported that the patient¿s temperature was 38.5c on initiation but dropped below the target temperature and the water did not warm. The patient temperature was 36.4c and the device currently stopped as they were considering for changing the pads. The flow rate was 1.4lpm and water temperature was 22.4c before they turned the device off. The three arctic gel pads were in place. The patient had blood clots in the leg, so they were not using the 4th pad and the reservoir level showed 5. The normothermia rewarm rate was 0.17c/hour. Mss walked through draining 500 ml from the right drain port. They added the 4th leg pad and set it to the side. Also explained that 4 pads were needed for proper flow rate and restarted the therapy. Also explained how rewarming works if the patient drops below the target temperature and the device was set to rewarm at only 0.17c/hour. They recommended to check the protocol about whether to raise the rate of rewarm. Then the patient temperature was 36.5c, water temperature was 26.3c and flow rate was 2.2lpm.

Manufacturer narrative:
The reported event was confirmed to be use related. No sample was returned for evaluation. The root cause of this failure is "use of incomplete set". The device failed to meet specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling couldn't be reviewed due to product catalog # and lot# are unknown. Although the product codes are unknown, the labeling was referenced and reviewed and found to be adequate, IFU states that: "select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved". Correction: h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a (B)(6) normothermia patient was placed on the arctic sun device. The target temperature was 36.5c. Nurse reported that the patient¿s temperature was 38.5c on initiation but dropped below the target temperature and the water did not warm. The patient temperature was 36.4c and the device currently stopped as they were considering for changing the pads. The flow rate was 1.4lpm and water temperature was 22.4c before they turned the device off. The three arctic gel pads were in place. The patient had blood clots in the leg, so they were not using the 4th pad and the reservoir level showed 5. The normothermia rewarm rate was 0.17c/hour. Mss walked through draining 500 ml from the right drain port. They added the 4th leg pad and set it to the side. Also explained that 4 pads were needed for proper flow rate and restarted the therapy. Also explained how rewarming works if the patient drops below the target temperature and the device was set to rewarm at only 0.17c/hour. They recommended to check the protocol about whether to raise the rate of rewarm. Then the patient temperature was 36.5c, water temperature was 26.3c and flow rate was 2.2lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.